Event description:
Boston scientific crm received information that a message was received to check this atrial pacing lead. During testing of the lead, the intrinsic amplitude measurement was 0.7mv and atrial fibrillation was noted. All other lead measurements were fine. It was later reported that the atrial lead was sensing something about 80 ms after an atrial pace or atrial sense marker, leading to some inappropriate anti-tachycardia response (atr) episodes. It was not believed to be sensing ventricular activity. The patient had native conduction to the ventricle, so the inappropriate mode switching was not impacting the patient. Technical services discussed this was possibly lead placement or patient conduction related. The field representative reported the lead would continue to be monitored. The lead remains in service. No adverse patient effects were reported. Information was later received that this lead exhibited impedance measurements greater than 2000 ohms. A fracture was ruled out through a chest fluoro. Additionally, high threshold measurements were noted. There was noise on the shock electrogram and there was oversensing. It was confirmed that the patient did not receive any inappropriate therapy. It was also noted that the patient was not dependent so there was no inhibition of pacing for more than two seconds.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.